Event description:
In 2006, the patient was implanted with a gore tag thoracic endoprosthesis. In 2009, the device was explanted and destroyed at the facility. Further information is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.